Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ent450 17845-5c-aw rev a 10/17 checking your blood glucose 4 / page 36 warnings: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warnings: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
The patient reported her blood glucose (bg) reached from 5.6, 6.0, 16.3, 16.7 mmol/l (101, 108, 294, 301 mg/dl) and one hour later it read 16.9 to 17.4 mmol/l (305 to 314 mg/dl) a half an hour later. A correctional bolus was given (exact amount was not provided) but was not able to lower the patient's bg levels. Upon inspection it was noticed that the cannula was bent, the pod was worn between 4 and 24 hours. Hyperglycemia treated by patient activating new pod.